Event description:
It was reported that the filter was tilted and had perforated somewhere. Despite attempts, no additional information has been obtained. At the time of the original report, there was no indication that patient injury has occurred.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. No additional information has been received to date despite attempts. The results of the investigation are inconclusive. It is unknown whether patient or procedural factors contributed to this event. The current IFU (instruction for use) for this device states: complications may occur at any time during or after the procedure. Potential complications included, but are not limited to: perforation or other acute or chronic damage of the ivc wall.